Event description:
New information received notes that the device was explanted and replaced. There were no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's pacemaker exhibited a diagnostic anomaly which produced an incorrect longevity estimate much lower than expected. Premature depletion was not suspected. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.